Manufacturer narrative:
The investigation could not determine a specific root cause. The most likely root cause is pre-analytical aspects, however this could not be confirmed as relevant information that was requested could not be provided.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer received questionable results for intact human chorionic gonadotropin + the beta subunit (hcg+b) on two samples from one patient. It was determined that one of the samples had erroneous results that were reported outside of the laboratory. All results are in miu/ml. The first sample was drawn on (B)(6) 2014 and generated a result "around 1900." This result was reported outside of the laboratory. The patient had a second sample drawn on (B)(6) 2014 and it generated a result of 0. This result was reported outside of the laboratory. The physician questioned the result and both sample 1 and sample 2 were repeated on (B)(6) 2014. Upon repeat, sample 1 recovered similarly to the initial result of "around 1900", while sample 2 recovered "around 2000." The customer deemed the repeat result to be the correct result. There was no information available regarding whether or not the patient was treated or treatment was withheld due to the erroneous result from sample 2. There was no adverse event. The lot number of the hcg+b reagent in use was 17160105, with an expiration date of 06/30/2014. The field service representative could not find a cause for the issue. He checked fluidics and adjustments. He performed a precision run.